Event description:
(B)(4) .

Manufacturer narrative:
The device was returned to the resmed tech svs in bremen, germany. Review of the downloaded device log confirmed the system fault occurrence. The investigation determined that system fault (sf) 101 was triggered when the user disconnected the pressure line from the device. The investigation concluded that the device was operating as designed. (B)(4) .